Event description:
A customer contacted beckman coulter inc. (Bci regarding an erroneously high potassium (k) result that was generated by the unicel dxc 600i synchron access clinical systems for a patient admitted to a dialysis unit. A patient sample was tested for k and a result of 7.8mmol/l was reported out of the lab. A nurse from a dialysis clinic called stating the poc k result run 6 hours before this sample was drawn was 6.1mmol/l. On the next day, the original sample was re-tested and repeated result was 6.5mmol/l. An amended report was sent. There was no change to patient treatment based on the erroneously high k result.

Manufacturer narrative:
The sample was drawn in a pst tube and submitted to the lab for "stat" analysis. The sample was clear, no hemolysis. The specimen was not re-centrifuged before repeat testing. The initial testing was performed from the primary tube with the cap piercer on it. The cap was removed for the re-run. No error messages were posted to the event log at the time of this event. Samples run before and after the sample in question were repeated and all other results correlated. A field service engineer (fse) was not dispatched for this event. A clear root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.